Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced pelvic, low back, suprapubic, left lower quadrant and recurrent right lower quadrant pain and recurrent stress urinary incontinence. No explant procedure was reported. Subsequent treatments and/or therapies were reported.